Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Hemorrhage is a known inherent risk of mechanical thrombectomy procedure and is documented in the solitaire instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Same event as MDR #2029214-2016-00245.

Event description:
Medtronic received information that the patient experienced subarachnoid hemorrhage post mechanical thrombectomy procedure. The patient was diagnosed with a large posterior cerebral artery occlusion. The patient did not receive IV-tpa because the patient p resented outside the window for IV-tpa. It was noted that the patient had high nih stroke scale and high morbidity without intervention. A decision was made to treat the patient with mechanical thrombectomy. Two solitaire devices were used during the procedure and a final tici was reported to have been 2a at the completion of the procedure. No device issue was reported during the procedure. Post intervention image revealed subarachnoid hemorrhage (sah) and intraparenchymal hemorrhage remote from the ischemic field (rih). It was reported that the hemorrhage is related to the procedure and concomitant disease. The patient was determined to have poor prognosis. Baseline nihss was 20. At 24 hours the nihss was 30. The family withdrew care and made her code status a do not resuscitate comfort care (dnrcc). It was reported that the patient died one day post procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.